Manufacturer narrative:
Section was corrected. The manufacturer site is (B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma and embolization.

Event description:
On (B)(6) 2016, the patient underwent treatment of a thoracic aortic aneurysm with gore® tag® taa endoprostheses using a 22fr gore® dryseal sheath with hydrophilic coating. After the stent grafts were implanted, when the physician removed the sheath from the patient, the intima of the external iliac artery was damaged by the sheath. A piece of the intima embolized the peripheral vascular but it was successfully removed from the patient by a catheter. There was no bleeding issue observed and no additional procedure was performed. The patient tolerated the procedure.